Event description:
According to the customer report c180j broke when attaching detaching phaseal infusion line.

Manufacturer narrative:
(B)(4): initial MDR with device evaluation. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. It is important to ensure all connections are securely tightened. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.